Event description:
This report is being filed upon notification from our MFR in (B)(4), to submit this event that happened in (B)(6). Problem: pt had a mr scan. The pt was scanned with the sense body coil. Directly after the examination, a second degree burn (size unk) was discovered on the upper thigh of the pt. During the examination, the pt was moved and as a result the coil cable directly contacted the pt's skin.

Manufacturer narrative:
Eval method results conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.